Manufacturer narrative:
Three trocar blades were received. One of the three trocar blades was returned without a protective tip cover. A visual inspection was performed on the returned samples. One trocar blade was found to be nonconforming due to a damaged tip. The other two trocar blades were found to be conforming. A penetration testing was performed on the two conforming samples and found to be conforming. The penetration testing was not performed on the third sample due to the damaged condition of the sample. The root cause is unknown. Two of the trocar blades met product specifications. We are unable to determine how or when the third trocar blade became damaged. All trocar blades are 100% inspected by trained operators. Any defects, such as the damaged tip exhibited on the returned sample, would be pulled from the lot and scrapped. Penetration testing is performed during the scanning process to ensure the functional quality of the product. (B) (4). (B) (4). (B) (4).

Event description:
The nurse reported the trocars were blunt intra-operative. Additional information received from the nurse stated the trocars were found not to be sharp. No patient injury was reported.